Event description:
Hold for rw 1.17. It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited high capture thresholds. While attempting to reposition the lp, the helix became stretched. The procedure was completed using a different lp. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of inadequate capture was not confirmed while the reported event of stretched helix was confirmed. The leadless pacemaker was returned for analysis. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure. Further analysis performed found no anomalies contributing to reported event of capturing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.